Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were received and reviewed. The first photo shows a maxcore device in its initial position along with needle protective tube. The second photo shows a maxcore device in half primed position leaving the sample notch exposed and attached with protective tube. The third photo shows a maxcore device in its initial position without protective tube. No other anomalies are identified. Therefore, the investigation is inconclusive for the reported failure for both the devices as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, the cannula device failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.